Event description:
Additional information reported, the estimated battery life from date of implant was 71 months. At the time of this report it was noted to be 55 months. The 71 months was calculated with channel 1 at 1.1 volts and channel 2 at 0.4 volts with a rate of 35 pulses per second. The pulse width was noted to be 360 microseconds on channel 1 and 300 microseconds on channel 2. Channel 1 was noted to be bipolar with electrode 2 as positive and electrode 3 as negative. Stimulation was stated to be continuous and was used 24 hours a day with low impedance leads. These settings stated were what were used to calculate the battery longevity. Event was also reported in manufacturer report # 3007566237-2015-01464. All additional information will be reported in manufacturer report # 3004209178-2014-03194 going forward.

Event description:
It was reported that an electrode impedance test showed electrode 10 to have consistently high impedance readings. It was noted that > 40,000 ohms was documented at last measurement at 3 volts and earlier tests at 0.7 volts and 1.5 volts also showed high impedances. It was noted that other electrodes appeared in normal range. Additional information received reported that the patient did not have a clinically undesirable experience. It was noted that the study devices experienced a device deficiency. It was noted that electrode #10 on lead 2 showed high impedances readings at all three impedance measurement amplitudes. It was noted that the outcome of the event was ongoing. It was noted that no actions were taken as interventions. It was noted that electrode #10 showed > 40,000 ohms at 3.0 volts amplitude test. It was noted that there were no signs or symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional reported the event was ongoing with no further action needed.